Event description:
Pt underwent colonoscopy without biopsy and snared polypectomy in transverse colon and sigmoid. Pt was grounded appropriately. Hot biopsy forcep was connected. During procedure as physician was cauterizing it seemed as though the tissue was not cauterizing at times and at other times it would. No injury was noticed at time of procedure. Biomed and conmed rep were notified.